Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens presented with haziness of the posterior half thickness of the optic. The patient is stating they have some vision loss. The surgeon tried to remove the lens and replace it with a new one on a secondary surgery but was unable to remove the lens as it was stuck to the capsular bag. The surgeon left the lens implanted.